Manufacturer narrative:
Reporting address line 1: (B)(6). Analysis was conducted by a philips clinical development scientist (cds) personnel and included an interview with the customer. The customer reported that the alarm sounded as a yellow alert, whereas a red alarm was expected based on the configured parameters. At the time of the event, the child was experiencing severe bradycardia and was connected to the monitor in intensive care. The customer recalled power cycling the unit by turning it off and then back on. Following this action, the issue did not recur. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm was going off in yellow whereas with the scheduled parameters it should have been red (severe bradycardia and desaturation).the device was in use on a patient at the time of the event, there was no adverse event reported.